Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, g3, g6, h2, h6( health effect - clinical code, health effect ¿ impact codes), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the setup of the unit, the cardiosave intra-aortic balloon pump (iabp) unit won't complete startup. Since the unit did not pass the boot up process, it was replaced and not used on the patient. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit won't complete startup.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is memorial hermann medical center. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse inspected the unit and confirmed the issue. The fse reinstalled the software for the unit. Once the fse did so, the unit was able to complete the boot up process. The fse then completed all calibration, performance and safety tests with no issues. The fse was able to approve the unit for clinical use and return to user.

Event description:
N/a.